Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received and evaluated. Through visual inspection printed scale missing observed. The observed condition was non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 2040099 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe was missing scale markings. The following information was provided by the initial reporter: finding syringes with no markings.